Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom fluid intrusion. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion, causing the components to failed and rendering the device irreparable. The device was returned from service.

Event description:
It was reported that a wireless battery module g has fluid intrusion, discovered in the telemetry car area. It was also reported that there was no patient injury.